Manufacturer narrative:
Initial.

Event description:
It was reported that a user on social media stated they have been using the ilet for about a year and a half and experienced lows, with no device-specific problem or component implicated. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication was required. Investigation included communication with the user or third party and analysis of information provided by the user or third party. Investigation of this case revealed that no specific findings were available and there was insufficient information about a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.